Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-26554 and -26555. It was reported the pt has been experiencing uncomfortable abdominal stimulation upon increasing stimulation to a high amplitude since his ipg revision (ref MFR report: 1627487-2014-26553). It was also reported the pt is no longer receiving foot stimulation. Fluoroscopy revealed the leads have migrated. Surgical intervention is pending to address the issues. All possible leads related to this issue are being reported.